Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2018, surgery for asd (adult spinal deformity) was performed using the expedium system. The fixed area was thoracolumbar spine. During the surgery, the following event was confirmed with tab breaker body (299704310, lot#: pu118687). The tip of the tab breaker body got stuck with the broken tabs when the forth tab was broken, so the surgeon removed all the broken tabs from the tab breaker body. Again, as he started to break a tab, this broken tab fell off in the patient¿s body and then picked it up. When breaking the third tab, the tip of the tab breaker body got broken due to the broken tabs stuck in the tip. He replaced the broken tab breaker body with another one and successfully completed the surgery. All the broken tabs (36 tabs in total) were removed with no broken tabs left in the patient¿s body. The surgery was delayed for 30 minutes due to this event, and there was no adverse consequence to the patient.

Manufacturer narrative:
Product complaint #: (B)(4). Visual examination of the returned device revealed the fracture was at the weld interface between the tip and the leaf spring. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. A definitive root cause for the device¿s leaf spring fracturing cannot be positively determined. However, noted damage suggests that the fracture may have happened by placing an unexpectedly high amount of force on the leaf spring ultimately resulting in a fracture. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.